Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient was throwing up blood at her workplace due to a hyperglycemic event. During the time, the cgm was reading 129 mg/dl and the blood glucose reading was 800 mg/dl. The paramedics were called by her coworkers and it was reported that emergency medical services (ems) did not treat the patient (as far as the patient can remember) and the patient was taken to the hospital. At the hospital the patient was treated with unspecified antibiotics and 'normal insulin'. The patient was discharged the next day. At the time of the report, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.